Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the customer's report was observed during review of the device data logs. However, the device passed full functional testing including compressor testing and power cycling without duplicating the report. The compressor cable was replaced as a precaution. The device was recertified and returned to the customer. It's important to mention that damage was observed during inspection that could explain the report, but we were unable to firmly establish. The damage does not appear to consistent with typical use. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure -1001" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor failure -1001" and unknown error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.